Event description:
Healthcare professional reported injecting a patient with juvéderm® ultra plus xc and experienced occlusion (pain and had blackness) in the lips area. The area was flooded with vitrase. The patient experienced ¿¿ in the corner of the mouth. Symptoms noted to be recovering and resolving.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Additionally, healthcare professional reported injecting the patient with 0.4 cc in the upper and lower lips. The event was experienced off the injection site the same day, noted with "small reaction of left lower lip roughly 4 mm.¿ patient also has small discoloration on oral commissure area skin. The vitrase was provided the same day. The patient has history of allergies, noted with ¿patient had [illegible] with another md prior and had upper lips swelling that was significant.¿